Event description:
It was reported that after an uneventful insertion of the iab, blood was noted entering the helium tubing as pumping began. The iab was removed and replaced without any pt complications.